Manufacturer narrative:
Revision occurred after 1 year due to infection at the implant site. No actual, implied, or suspect link to fx product.

Event description:
Revision occurred approximately 1 year after the primary surgery, which occurred on (B)(6) 2024. No fall or other trauma reported. Revision occurred due to infection at implant site. A 36 mm centered glenosphere and a 36 mm + 6 standard humeral cup explanted. These parts were replaced with a 36 mm centered glenosphere and a 36 mm + 6 humeral stability cup.